Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a hardware low level failure alarm. Customer stated that the insulin pump was exposed to fluid. Customer stated that they were unable to clear and unable to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device case = ngp. Customer returned device for alleged hardware low level failures alarm and exposure to moisture found on -september 15, 2022. Device passed displacement test. Device failed white screen test portion of self test due to hardware low level failures alarm variable 3 ambient light failure. Device successfully downloaded to thus. Hardware low level failures alarm variable 12 was noted in the history download on 11-sep-2022 due to arm watchdog failure hardware error. Test p-cap locked into the reservoir tube successfully. Device was cut open and found broken solder joints on the u1 chip and moisture damage on electric board , harness vibrator assembly and force sensor. The following were noted during visual inspection: corroded battery tube, overlay scratched, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked belt clip rails, minor scratched lcd window. In summary, customers alleged hardware low level failures alarm variable 3 was confirmed during testing and through visual inspection where a broken trace and loose solder joints was found on the u1 keypad assembly. Hardware low level failures alarm variable 12 confirmed in the history files due to a hardware error anomaly. Exposed to moisture confirmed on electric board harness vibrator assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.